Event description:
During CABG operation, the doctor found blood in the suction tubing while repositioning the pyramid heart positioner. The suction pressure was around 25kpa. The pyramid positioner was removed from the heart to check the cardiac apex. The apex was bleeding and a tear was found. The procedure was stopped for hemostasis. The tear was repaired and blood transfused to the pt. The blood pressure went down to 60mmhg. After blood infusion, blood pressure was around 100mmhg. The following day, the pt's vital signs such as cpk, blood pressure, electrocardiogram went back to normal.

Manufacturer narrative:
The product was not returned for investigation. A review of the lot history record found no abnormalities. The failure may be related to pt's anatomy or tissue quality.